Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings:the keypad cover was intact with no evidence of physical damage. All keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery cap threads were stripped.

Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the ok keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.